Event description:
It was reported that while testing patient samples on bd facscanto¿ ii erroneous results were obtained. There was no delay in treatment or patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: from the reading of the samples it results an incorrect distribution of the clouds with consequent incorrect% count of the cell populations. The samples were patient samples but no erroneous results were used. The customer immediately realized that something was wrong and didn't use that data. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(4). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17feb2021 to date 17feb2022. Complaint trend: there are 16 complaints related to the issue of erroneous results. Date range from 17feb2021 to date 17feb2022. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to improper sample preparation. The customer had initially reported that they were observing inconsistent counts of their cell populations and requested a functional check of the instrument. The tsr (technical service representative) that was in contact with the customer found out that the customer did not change the voltages or perform cst performance checks, and asked the customer to perform a 7 color setup and send them the results. The 7 color passed successfully and the tsr then asked the customer to run beads in diva to see if it was an issue with sample preparation. The tsr also asked for sata support. The issue was found to be due to sample preparation, which was resolved by sata, and there were no technical issues found with the instrument. No parts were requested for evaluation as there were no parts replaced. The instrument was returned for use and is functioning as expected. Although the instrument was being used for clinical diagnoses, the customer confirmed that they noticed the erroneous results immediately. No patients were harmed due to this incident and there was no delay in treatment. Instructions on the proper usage and maintenance of this instrument can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2009. Defective part number: n/a. Work order notes: (2/21/2022 7:38 am) new value: sample preparation issue solved by sata . No technical instrumental problems. (2/18/2022 2:44 am) for quality: the samples were patients samples but no erronous results have been used. The customer immediately realised that sometime was wrong and didn't use those data. (2/17/2022 7:09 am) 7 color passed successfully, see attached file. I ask the customer to run some marbles in diva to understand if it could be a problem with the preparation of the samples but dr. Ponziani is not there and dr. Cheli does not know how to do it. I ask for sata support. Giuseppina marchese contacts the customer. (2/17/2022 12:38 am) I ask to vent the filter, there is a lot of air inside. Both dr. Ponziani and colleague dr. Cheli are a little confused in explaining the problem. He says the clouds are flattened and the population of monocytes cannot be distinguished from that of lymphocytes. I ask if they tried to change the voltages but he says they never change them. They compare the data obtained with the flow cytometer with those obtained with the blood cell counter and see some discrepancies. They do not do the cst performance check, even though they use diva to analyze clinical samples. I ask you to do at least the 7 color setup and send me the report to understand if it is a technical problem or not and I ask you to send me a photo of the problem. (2/16/2022 11:43 pm) from the reading of the samples it results an incorrect distribution of the clouds with consequent incorrect% count of the cell populations, therefore there is the need for a functional check of the instrument. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Item: acquire data. Function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. Potential failure mode: host does not receive any data. Potential effects of failure: the operator is unable to detect any events; potential causes/mechanisms of failure: analog section, dsp #2, fpga (fifo); current controls: instrument setup/calibration (qc) fails; recommended actions: n/a; responsible party: n/a; target completion date: n/a; actions taken: n/a; sev: 5; occ: 2; det: 1; rpn: 10. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was due to improper sample preparation. Conclusion: based on the investigation results the root cause of the erroneous results was due to improper sample preparation. The tsr assisting the customer requested that the customer perform a 7 color setup and send the results to the tsr to observe the issue. The tsr also requested for support from sata. Sata helped resolve the sample preparation issue and it was determined that there were no technical issues with the instrument. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that that while testing patient samples on bd facscanto¿ ii erroneous results were obtained. There was no delay in treatment or patient impact. The following information was provided by the initial reporter, translated from italian to english: from the reading of the samples it results an incorrect distribution of the clouds with consequent incorrect% count of the cell populations. The samples were patient samples but no erroneous results were used. The customer immediately realized that something was wrong and didn't use that data. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm? No.